Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed an observation for shocks having occurred however there were no episodes, alerts, nor a decrease in longevity. A bit flip in diagnostic memory was speculated, but could not be confirmed, and the issue had cleared on the subsequent interrogation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summar : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.